Manufacturer narrative:
No product has been returned to the manufacturer yet. It was reported that the placement of the interbody made all trajectories challenging. The production records were reviewed based on the part and lot number information provided. No manufacturing deviations were identified that could have contributed to this event. The exact cause of this event could not be established. The event was reported to have occurred in australia.

Event description:
The tip of the straight punch awl used in surgery broke when surgeon removed the awl from the cage. Tip of awl remains in patient within the integrated 4web cage. No injury to patient was reported. Surgery was completed successfully.